Event description:
As reported, on september 23, 2004, this patient was implanted with gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. At an unknown date, a distal type I endoleak was observed. In 2008, the patient underwent a reintervention in which the right hypogastric artery was coiled and a gore excluder aaa endoprostheses contralateral leg component was implanted to extend the endoprosthesis. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Distal type I endoleak. Also implanted in the patient pxc201000/lot# 03089819.